Manufacturer narrative:
Evaluation: brake cam.

Event description:
It was reported by service report that the brakes pop out of the locked position. There was pt involvement; however, no adverse consequences are reported.